Manufacturer narrative:
Exact date unknown, event occurred two days ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5017203.

Event description:
It was reported that the patient was experiencing stimulation changed on non-target areas despite reprogramming. Fluoro image confirmed one lead significantly migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.